Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, the evaluation found button #1 was working intermittently due to a worn switch board and the minor scratches were noted on the rear cover label. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present upon connecting the device to a power source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (no image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.